Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: d4: expiration date was added. D4: unique identifier (UDI) number is not provided / unknown. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H4: device manufacturer date was added. H6: type of investigation was added: 3331, 4109, 4111 and 4114. H6: investigation findings was added: 213. H6: investigation conclusions was added: 4310 and 4315. H10: narrative/data was updated. The product was not returned and the reported event could not be verified. Based on the evaluation, device malfunction could not be verified. There is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or devices. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the products were within specifications and conforming when they left zimmer biomet. DHR review for the lot had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. Complaint history review was performed for the reported lot number for similar events and 1 other complaint was identified. Functional testing could not be performed since the product was not returned. Therefore, the reported event could not be recreated. The complaint is related to the functional performance of the device. A definitive root cause could not be determined. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier is not provided / unknown. Patient age is not provided / unknown. Patient weight is not provided / unknown. Date of event is not provided / unknown.

Event description:
Doctor reports that the patient had a unist screw loosen. He drilled through crown and tightened the screw. The implant was originally restored on (B)(6) 2014.